Event description:
A healthcare worker states that she has developed illnesses and injuries to the skin, and organs, including skin discoloration, soreness, rashes and respiratory diseases. She states that these disorders are due to the use of latex gloves.